Event description:
It was reported that insulin amount did not reflect accurately in pump records, but no specific date or time of the event was provided and report date was used as event date. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, so no additional troubleshooting was performed and no further information was obtained by technical support.